Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to presses. The reporter indicated that the pump keypad was noted to be damage which had occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings:the keypad was observed to be cut and torn at the ok button. The keypad buttons were tested and the contrast button was not responding. The up, down, and ok buttons were responsive. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and discolored with a pinkish coloration. Also unrelated, the battery compartment was observed to be cracked; the battery cap was found to be able to fully tighten to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.